Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: the keypad button symbols were found to be worn; however, the keypad was fully intact. During testing, the down arrow keypad button was found to be intermittently unresponsive and required multiple button presses with increased force to engage; all other keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow keypad button had delayed response and had to be pressed in a particular area to elicit a response. It was noted that the down arrow button was worn down. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.